Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ventricular asystole due to atrial oversensing by a vvi pacemaker: vvt mode as a simple solution. Journal of arrhythmia. 2012. 28; 288¿290. Dx.doi.org/10.1016/j.joa.2012.06.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this lead. The article reports a patient who was hospitalized after they experienced syncope. The patient developed complete heart block with no ventricular escape rhythm. The right ventricular (rv) lead exhibited far field atrial sensing and there were no r waves. The lead was reprogrammed and the status/disposition appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.